Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: a review of the pump¿s black box data could not be conducted due to internal moisture damage. The pump was returned with visible evidence of moisture behind the display lens. The battery compartment was observed to be cracked, with no evidence of moisture inside. There was no visible damage found to the battery cap. The returned battery cap was able to fully secure onto the pump. The pump was unresponsive when attempted to power on with the returned battery cap. The pump remained unresponsive with a test battery cap. The leak test failed due to a battery compartment leak. The pump was opened and internal moisture damage was observed on internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked and there was evidence of moisture inside the compartment. It was reported that the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.